Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2008 (B)(6), (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Event description:
It was reported that there was oversensing on the right atrial (ra) and right ventricular (rv) leads. Both the ra and rv leads were reprogrammed to prevent oversensing. The rv and ra leads both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.